Manufacturer narrative:
Investigation summary: one sample was received for evaluation. It came in an open packaging blister. The scale printing is skewed and incomplete therefore failure mode is verified. Skewed print can be caused by a misalignment of the load fingers or chains that press the syringe into the printing pad. This can also cause print to be missing. There was documentation of printing issues for the complaint of batch # 8270797 during the production run. A rejection for skewed printing was documented. Affected products were scrapped however, it is possible that some syringes made it through. Investigation conclusion: one sample was received. It came in an open packaging blister. The scale printing is skewed and incomplete. Columbus lot#s: this is the 1st complaint for the lot#8270797 for the same defect or symptom. There was documentation of printing issues for the complaint of batch # 8270797 during the production run. A rejection for skewed printing was documented. Affected products were scrapped. Root cause description: skewed print can be caused by a misalignment of the load fingers or chains that press the syringe into the printing pad. Root cause_ assembly line. Printing process.

Event description:
It was reported that a bd 60ml syringe luer-lok¿ tip had scale marking issues. The following was reported, "the pharmacy have reported the issue that is described below. There is one each of bd #309653, 60ml syringe affected that we are reporting. The specific lot number is 8270797, expiration 2023-09-30. ¿manufacturing defect where the incremental markings are crooked, and half of them are missing from the syringe."